Manufacturer narrative:
An investigation into lot sp100542 resulted in no remarkable findings and no process deviations or non-conformances.. Lot sp100542 was aseptically processed, terminally sterilized and met all qc release criteria. As of (B)(6) 2021, of the (B)(4) devices released to finished goods for lot sp100542, (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted.

Event description:
Legal representative reported that a (B)(6) yo male had a hernia repair on (B)(6) 2017 with a strattice 1016002p graft. On (B)(6) 2018, the patient required and explant due to a ventral hernia reoccurrence. Also, he was diagnosed with an abscess in (B)(6) 2018 but explant was reported to occur later in the year.